Event description:
Per the clinic, the patient reportedly had a middle ear infection and refused to wear the external speech processor. The clinic waited for the infection to clear and slowly reintroduced the speech processor to the patient. A series of quiet maps were tried, but the patient still refuses to wear the processor. The results of an integrity test 2009 indicate the device was not functioning within specifications. Information on explant and reimplantation was not provided at the time this report was filed, april 1, 2009.